Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The proximal stent was found damaged with struts lifted and pulled distally. The balloon cones were reviewed, and no issues were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 27jul2020. It was reported that the catheter could not cross the lesion. The 2.7x36mm long, mildly tortuous and moderately calcified target lesion was located in the left anterior descending artery. A f/g, promus element plus, mr, ous 2.75x38mm catheter was selected for use to advance the target lesion. During a percutaneous coronary intervention, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.